Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Injured gums [gingival injury], head of brush flies off [device breakage], head of brush flies off and injured gums [injury associated with device]. Case description: a father reported via phone on 22-sep-2016 that the head of the oral-b power oral care refills precision clean flew off and injured his (B)(6) son's gums while he used it with an oral-b rechargeable toothbrush, version unknown. The father noted that this was not the first time that his son had used these brush heads, using them to brush his teeth. No medical attention was sought. His son's gums had recovered as of (B)(6) 2016. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Case description: a father reported via phone on (B)(6) 2016 that the head of the oral-b power oral care refills precision clean flew off and injured his (B)(6) son's gums while he used it with an oral-b rechargeable toothbrush, version unknown. The father noted that this was not the first time that his son had used these brush heads, using them to brush his teeth. No medical attention was sought. His son's gums had recovered as of (B)(6) 2016. No further information was provided. (B)(6) 2016 received follow-up phone call with consumer: the consumer reported that he had thrown the brush heads away. No further information was provided.